Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, the valve dislodged out of the targeted location while still attached to the delivery catheter system (dcs). While attempting to retrieve the valve, the valve fully deployed. The valve was left in place and a second valve was successfully implanted with no adverse patient effects.

Manufacturer narrative:
The device remains implanted and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Patient weight was not provided to medtronic. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.